Event description:
Reportedly, no staples deployed after firing the instrument. The surgeon mentioned after his second squeeze of the handle, the handle was locked. After cutting the rectum with the scalpel, he realized all staples were still inside the cartridge.